Event description:
Power center mount bracket allegedly snapped. Dealer completed (B)(4) for replacement part. This incident was originally reported on a quality complaint form, filing this (B)(4) as requested by quality. No injury is alleged.

Manufacturer narrative:
No RMA was initiated for this issue. Model tdxsp-mcg (B)(4) is approximately 2 years and 5 months old. The user manual part number 1143190 rev g (jan-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.